Manufacturer narrative:
Additional information.

Event description:
It was reported that during surgery, both t couldn't fix and fell off. A backup device was available to complete the procedure with no significant delay or patient injuries. All ts were removed.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿both t couldn't fix and fell off.¿ the protective blue split protective cannula was returned protecting the needle. The white depth, penetration limiter was returned trimmed at the blue inner sheath. The manual advancement lever was returned fully advanced. T1, t2 and a segment of suture were returned. The anchors have been cinched very close to each other. T1 could pull t2 from the track if this occurred before seating t2. There is also extra knotting at t2 as with previous anchoring. The needle does not show any permanent damage. This product requires user controlled actions for advancement, release and stripping off of anchors. There is no automatic deployment mechanism. Failure can be due to various factors: 1) proximity of anchor placement to each other. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. 5) inadvertent twisting or bending of the delivery needle. Inadvertent needle twist or bend can interfere with proper delivery of anchors. Inadvertent flexing and twisting can impede release of anchors. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, both t couldn't fix and fell off. It is unknown whether there was a back up available or delay in the case.